Event description:
The pt stated that at 8:00am on 05/07/1999 her fasting bs was 173mg/dl. She was vomiting, felt dehydrated, and had ketones in her urine. She stated that she did not have a cold or flu. Her family took her to the hosp around 10:00am with a hcp meter result of 495mg/dl. The pt stated that her insulin dose will not be changed. She takes 38u of n and 16u of r insulin in am and 32u of n and 10u of r in the pm. Pt does not adjust her medication based upon meter readings. She was discharged from the hosp on 05/11/1999.